Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was registering incorrect interactions. Reportedly the customer continued to use the pump for insulin therapy. There was no adverse impact to the customer¿s blood glucose.